Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy: according to the reporter - device was taken out from the package. Center rod dial was rotated and connecting part was retrieved into the shaft. The device was inserted through trocar. Center rod dial was rotated again and tip of device was angled. It was found coating, plastic like material, came off from the shaft. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss